Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no end of life alerts. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. A voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and no end of life alerts was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).